Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned/non-emergency treatment procedure that was to happen when the issue occurred was aborted. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that the reported problem. Troubleshooting and review of the system log files found that the image processing pc (ippc) was faulty. The fse replaced the ippc. The ippc was returned for analysis. The ippc had failed due to the hard disk drive (hdd) bay error causing the sata0 functionality to be disabled. After the ippc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating disk space was low, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.